Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation ablation procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, the patient presented with multiple circuits of left-sided atypical atrial flutter. Multiple ablation attempts were performed to address these circuits. During the pulsed field ablations, the left atrial appendage became isolated, resulting in an unintended complication. The patient was placed on anticoagulants and scheduled for watchman device implantation. Hospitalization was extended by two days. The physician believed that the device or procedure contributed to the complication. No device malfunction was reported. The farawave catheter is not expected to return for analysis as it was disposed. The patient received a watchman implant two days post procedure. The patient was discharged three days post procedure and was expected to fully recover from the procedure.